Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that there were no abno rmalities that would have caused or contributed to the reported condition. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have ca used or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during a laparoscopic procedure, it was stated that the surgeon was able to press the green button but the stapler did not fire. The surgeon was not able to squeeze the handle and stapler can't advance system. Another reload was opened and used to complete the case. There was no patient injury.